Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous transluminal angioplasty procedure. Reportedly, resistance was felt when advancing the thumb advancer to split the sheath. It appeared the ¿clip carrier¿ was not aligned with the introducer sheath and the sheath was not split completely. When attempting to deploy the clip, the clip of the starclose se device would not release and remained in the device. Resistance met when attempting to remove the device from the patient anatomy. The access ports were used to assist in device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device and difficulty splitting the sheath could not be replicated in a testing environment as it was based on procedure circumstance. The reported clip caught in the distal end could not be verified as the clip was not returned. The reported clip carrier not aligned with the introducer sheath was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. D10, h3 - it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device was returned for evaluation. E1: country updated from france to reunion.